Event description:
It was reported that during surgery, the cement was injected up to about one-thirds of the femoral canal. The cement started to set thus the surgeon inserted the femoral trial in order to ensure the space for the femoral implant. The cement set while placing the femoral trial and the trial was unable to be removed. The setting time was approximately 3-4 minutes. It was further reported that the surgeon filled up two-thirds of the femoral canal with another cement leaving the trial in the femoral canal. It was further reported that antibiotic was mixed with the cement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared under (B)(4).